Event description:
To do rectocele, cystocele and enterocele repair. To bladder suspension and apogee and perigee mesh application. I have had pain since (B)(6) 2011 because of this mesh. I need help! I have had continuous infections and pain in the vaginal area since (B)(6) 2011. I am in constant pain and it hurts when I stand or walk. Something needs to be done about this mesh. I cannot afford to have it removed and besides, there are only a hand full of doctors that can remove it.